Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient was revised on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, elevated metal ions, acetabular cup loosening and inflammation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from obtained medical records indicates patient underwent left hip revision due to pain, acetabular cup loosening, and leg length discrepancy. Revision notes report a hip effusion. The cup and head were removed and replaced with a biomet head and a competitor cup.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient was revised on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, elevated metal ions, acetabular cup loosening and inflammation. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 7 states, ¿undesirable shortening of limb¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00636 & 03413/ 03414).